Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received blank display as well as post-reset ram crc alarm. Customer¿s blood glucose was 18.4 mmol/l. Customer stated that the ended up getting failed battery test alarm after clearing the insulin pump error and insulin pump was rejecting the battery and ended up getting same alarm again with a second battery. Customer stated that the insulin pump was turned off and it was not turning on. Customer stated that the tried changing battery 4 times and it was not responding. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer was advised to clean battery cap contacts with a dry cotton swab and to press and hold the back button for 30 seconds and to insert new battery. Customer stated that the display returned after insulin pump restart. Troubleshooting was performed for blank display and insulin pump error. The insulin pump will not be returned for analysis.